Event description:
I am getting a transmitter failed.

Manufacturer narrative:
(B)(4) patient unavailable.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, after further review of the complaint record, it was determined that the patient did not signal loss equal to or under 1 hour. Report was submitted in error. Please disregard all information in MFR 3004753838-2022-023400 as this will not be reportable.